Event description:
It was reported that during the implant procedure the right ventricular lead exhibited high thresholds. An echocardiogram was performed and the patient had developed a small effusion due to lead perforation. The patient was in stable condition with good pressure. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).